Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump buttons were sticky and powered down without notification light. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had no delivery alerts, sensor reading were off and the side of the insulin pump had crack and hairline fracture. The insulin pump will not be returned for analysis.